Event description:
I used poligrip from approximately (B)(6)2007 until (B)(6)2009. While I was using poligrip I had extreme numbness and pain in my hands and fingertips. On (B)(6)2009, I was diagnosed with neuropathy. I had blood testing done that showed high levels of zinc as well as low levels of copper. The neuropathy is permanent and required ongoing medical care and treatment. Dose or amount: 3 strips, frequency: 3 times per day. Route: po. Dates of use: (B)(6)2007 -- (B)(6)2009. Diagnosis or reason for use: partial/denture adhesive. Event abated after use stopped or dose reduced: no.